Manufacturer narrative:
Product event summary: data files were returned and analyzed. No system notices were observed on the procedure date. There is no indication of a product malfunction; no product was returned for investigation and this was a clinical issue encountered one month post procedure.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that one month post cryoablation procedure an x-ray revealed right sided phrenic nerve palsy. The patient was not symptomatic and will be under observation. The initial procedure was successfully completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.